Event description:
It was reported that during implant the left ventricular lead exhibited sensing anomaly. The lead was removed and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included: final analysis found the inner insulation was damaged/cut near connector area due to stretched lead and exhibited a short. The inner and outer coils were in direct contact in this area that could contribute to the problem detected in the field.